Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had a "catheter broken" which caused "solution leakage". No serious injury or medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that bd intima-ii closed IV catheter system had a "catheter broken" which caused "solution leakage". No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: a sample was not received for the purpose of our investigation, additionally, the batch record also was reviewed, no related abnormalities were found. Unfortunately a sample could not be obtained for the purpose for the investigation. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. However, bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: no actual sample and picture returned, the root cause cannot be identified.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had a "catheter broken" which caused "solution leakage". No serious injury or medical intervention reported.